Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the backup battery does not hold a charge. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4). Philips was not provided with the evaluation data.